Manufacturer narrative:
It was reported a patient experienced a burn on the face during fraxel re:pair treatment. The burn occurred when the tip was not moving then the device made a loud beeping sound and then burnt the patients skin on their forehead. The device froze. There was no error message. The fraxel device was turned off and rebooted and finished without further incident. Treatment delivered was 135. The system was evaluated by field service. The laser module was found to fail calibration due to low power output. Lower laser power during treatment would not cause risk to patient. According to fraxel re:pair user manual (10-03974 rev. A), burns potential hazards to treatment. Laser light presents a severe eye and burn hazard to physician, patient, and bystanders. Excessive hair in the treatment area should be shaved prior to the procedure to reduce the potential for interference with the operation of the laser system, including the iots, which may increase the risk of burns or other injury. Burns can be caused by user improper user technique. Release the footswitch before lifting the resurfacing handpiece from the treatment area. Failure to do this may result in burns or injury to the patient due to inadvertent laser exposure. A review of the manufacturing records showed all requirements were met. Customer reported. The burn occurred when the tip was not moving then the device made a loud beeping sound. The system was evaluated by field service. The laser module was found to fail calibration due to low power output. Lower laser power would not cause risk to patient. There is no report the user releasing the footswitch before lifting the resurfacing handpiece from the treatment area and causing inadvertent laser exposure. There was no error message. Based on the available information, no causal factors can be determined and no conclusions can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product was received and evaluated. The system was tested and the laser was found to have low power. The laser module was replaced. The plant evaluation is underway.

Manufacturer narrative:
The device was returned for evaluation, but has not been evaluated yet. The investigation is underway.

Event description:
A user facility reported that during the treatment, a patient experienced a burn on their forehead after a loud beeping sound came from the device. The device froze with no error message. The device was rebooted and treatment was completed. Metal eye shields were used under the eyelids. Secondary intervention included mupirocin, triamcinolone for 5 days, silicone scar gel, and excel v laser. Possible scarring was noted. No other treatments were performed in the same area. This was the first use of the treatment tip.